Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s revealed that another manufacturer¿s stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The infrarenal neck flow lumen diameter just below the renals measured ~27mm. The infrarenal neck and aortic body were angulated ~70 deg a-p. The max diameter aaa measured ~7cm and there was contrast seen within the proximal sac. The endoleak type could not be determined; possibly a proximal type I or a type iii transgraft endoleak. The iliac limbs were patent; both were extending into the common iliac arteries. Multiple lumbar coils were seen along the posterior wall of the aaa. Review of angio images 6 days post-aptus endoanchor implant intervention revealed that another manufacturer¿s aortic cuff had been implanted above the bifurcate, and 6 endoanchors had been deployed into the cuff and infrarenal neck. Multiple vessels were embolized/glued. Review of CT¿s 11 months post-endoanchor implant revealed that the max aaa diameter was ~9.8cm. Since the previous study both renal arteries and the sma had been stented, and another manufacturer¿s aortic cuff had been implanted covering the stented visceral vessels. The cuff proximal od near the renal arteries was ~33mm. No clear endoleak was observed. Both limbs were patent. The exact cause of the proximal type I endoleak occurring post-endoanchor implant could not be determined from the films provided. It is possible that continued disease progression (neck dilatation and angulated neck) may have contributed.

Event description:
Six aptus endoanchors were implanted in patient for endovascular repair of a type ia endoleak with another manufacturer's stent graft. There was no procedural or device related adverse events noted during the procedure or at final angiogram. The procedure was successfully completed. Seven months post index procedure a proximal type I endoleak was observed. The patient received treatment; a secondary intervention was performed. An extension cuff from another manufacturer was implanted and three stents were implanted outside of the stent graft. The proximal type I endoleak was resolved. Per the investigator, the cause of the event was unknown; however, it was noted that it was related to the abdominal aortic aneurysm. No additional clinical sequelae were reported and the patient is fine.